Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There has been one other complaint reported in the lot number. Additional information was requested on 05/14/2012 and 05/22/2012 by phone, fax, and mail. A completed questionnaire was received on 06/05/2012. (B)(4).

Event description:
A nurse reported a pt who is unhappy with her outcome following bilateral intraocular lens (iol) implant surgeries. The nurse reported the pt had a poor visual outcome and is intolerant of the multifocal lenses. The surgeon has exchanged the lens for this eye. If the pt is happy with that outcome, then he will bring her back and exchange the fellow eye also. Additional information was received from the surgeon who indicated that limbal relaxing incisions had been performed approximately three months following the iol implant procedure. The pt was referred to a neuro-ophthalmologist who agreed to exchange the lenses. This iol was exchanged for a monofocal lens. The surgeon reported the use of an unapproved viscoelastic during the original surgical procedure. There are two medical device reports associated with this event. This report is for the left eye.